Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user is bilaterally implanted and no longer benefits from either implant. This complaint is for the left-side device. No apparent cause or associated event has been reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user is bilaterally implanted and no longer benefits from either implant. This complaint is for the left-side device. No apparent cause or associated event has been reported. The user has been re-implanted. Despite requested, the concerned device could not yet been retrieved for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is bilaterally implanted and no longer benefits from either implant. This complaint is for the left-side device. No apparent cause or associated event has been reported.